Manufacturer narrative:
Product #1 pi main [pi-2024-0077551-01]. An event of oversensing-sensing noise and pacing problem resulting in no clinical, signs, symptoms or conditions with no intervention was reported. The low voltage lead is implanted and was not returned. A device history record (DHR) review was not required per investigation procedure. The reported event of the oversensing-sensing noise and pacing problem was verified by the field representative.

Event description:
It was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.